Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d9, e1, g1, g3, g6, h1, h2, h6. D4: attempts have been made to gather all product identification information and no further information has been provided. The cmp was not confirmed. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: radiographs of the right knee show presence of total knee arthroplasty. Severe loss of the medial compartment joint space of the artificial knee suggests either polyethylene bearing wear or fracture. Excessive posterior slope and varus angulation of the tibial component may be risk factors for polyethylene bearing wear or fracture. Cannot exclude subsidence of the medial tibial tray in the absence of baseline imaging for comparison. Cystic radiolucencies consistent with cystic bone lesions versus osteolysis are present the medial femoral condyle and lateral tibial plateau. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that a patient underwent a knee arthroplasty and was subsequently being considered for a revision for an unspecified reason. The report originated from an inquiry regarding implant identification. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk tibial component knee, #item unknown, #lot unknown. Unk polly component knee, #item unknown, #lot unknown. Therapy date: unknown. H6: suggested component code: mechanical (g04) - femur. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.